Manufacturer narrative:
The customer returned the meter; the test strips were not returned. The returned meter was tested with retention test strips (lot 15287710) in comparison to the current master lot strips. For this purpose two human blood samples from marcumar donors and internal reference meters were used. (B)(6). The maximum difference between measurements with the same blood sample was 0.1 inr. The returned customer material and retention material meets specifications. A specific root cause could not be identified for the discrepant results. Additional information for further investigation was requested but was not provided. In general, inr differences between point-of-care (poc) devices such as coaguchek systems and laboratory systems are of the same order of magnitude as those observed between various laboratory systems. Measurement deviations are generally observed between different coagulation measurement systems, regardless of the method (poc or laboratory). Methods using dade innovin reagent correlate very well with the coaguchek system; other methods using neoplastin plus or thromborel s do not correlate as well.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer stated that they received questionable high test results on capillary blood samples from one patient on a coaguchek xs meter, serial number (B)(4), when compared to a laboratory result using dade innovin reagent. The meter result was 6.9 inr. Less than one hour later, the laboratory result was 4.7 inr. There was no allegation that an adverse event occurred. The patient¿s therapeutic range is 2.0-3.0 inr. She is not taking any supplements. She does not have an autoimmune disorder, no renal or liver insufficiency, nor any malignant disease. She has not had any changes to her medications recently. The meter and strips were requested for return, and replacement was sent. Controls were sent to the customer, as controls had not been performed on the meter. The customer stated that they have had no similar incidents since this event. Relevant retention test strips (lot 152877-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The retention material met specifications.